Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adp luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient has experienced multiple fluid leaks from the patient's safe lock adp luer lock connector and baxter pd solution bag during the patient's pd treatment. The specific dates or amount of occurrences were not known. The pdrn confirmed that the patient did not develop any symptoms, injury, adverse event or require medical intervention as a result of the reported unspecified events. The patient is trained on manuals and stat drains, but it was unknown how of if the patient was able to complete the treatments. The connectors are not available to be returned to the manufacturer because they were discarded.